Event description:
The dialysis unit was having trouble accessing the lifesite valve and could not aspirate fluid from the system. The valve was located in a difficult location and the cannula is placed in the internal jugular vein. The physician felt the valve was clotted and decided to surgically replace the valve.